Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of three of peritoneal dialysis (pd) therapy. During the troubleshooting, it was determined that the heater line leaked. The hp stated the floor next to the device was wet. While checking the bag connections, the hp stated the leak appeared to come from a crack in the patient line, however, was unable to see properly. Renal therapy services (rts) assisted the hp to end the therapy session and disconnect the supplies. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.